Event description:
It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. This was manifested by cloudy effluent fluid and abdominal pain. The patient was hospitalized for this event and treated with unreported intra-peritoneal antibiotics. During the hospitalization, the patient began continuous ambulatory peritonea dialysis (capd). The cause of the peritonitis was a breach in aseptic technique, further specified as a nurse not wearing a face mask when setting up therapy. At the time of this report, the patient had recovered from this event and had resumed apd therapy. No additional information is available.

Manufacturer narrative:
(B)(4): the cause of the peritonitis could not be confirmed as a break in aseptic technique. As such, the cause of the peritonitis is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.